Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited over-sensing of myopotential noise, and changes in amplitude, resulting in an inappropriate shock. The patients heart rhythm went from 60 bpm to 140 bpm, while walking at a normal pace. During the in-clinic appointment, the physician performed the evocative tests in the primary vector. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data and provided recommendations for additional troubleshooting and x-ray images. The device remains implanted. No adverse patient effects were reported.